Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the radical resection of low rectal cancer surgery, when severing rectum tissue, after fired, noted the staples malformed with irregular shape and the tissue was oozing. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.